Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the transfer set during use at the patient¿s home. The location of the leak was unknown. The transfer set was replaced at the hospital to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye with no issues noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.